Manufacturer narrative:
Unit had intermittent buttons response due to flattened (creased) act button dome switch. No unlocked lcd keypad connector noted. Unit motor function properly and no anomaly noted. Unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Motor passed motor test. Unit had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels and issues with the insulin pump. Customer¿s blood glucose level was 400 mg/dl on (B)(6) 2017 at 1 pm. Customer treated their high blood glucose manually. Customer advised the insulin pump would stop working during the fill tubing process and believed the insulin pump had a motor issue. Customer advised after the rewind process they pressed the act button and the motor continually stopped during the fill tubing process. Customer advised the motor was unable to push the reservoir and would click multiple times. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.